Manufacturer narrative:
The devices involved in the events were not returned for evaluation. Pictures provided confirm the suture wings of the catheter are broken. The complaint was forwarded to the device contract manufacturer for investigation.

Event description:
The suture wing of catheter is breaking.

Manufacturer narrative:
The supplier opened an internal CAPA to perform an in-depth investigation. The evaluation of the returned samples and retained samples indicated that the material was exposed to excessive heat. Root cause: temperature fluctuation on the boy molding machine contributed to the reported failure. Corrective action plan: the suture wing will no longer manufactured on the boy molding machine. All manufacturing will be performed on the toyo machine. Preventative action plan: update to the inspection and workmanship standard to provide instructions for additional visual and functional inspection methods.